Event description:
Painful recall asr total hip arthroplasty with reactive synovitis due to recalled depuy implant. Pt required revision of right total hip replacement and removal of: depuy asr 52mm shell, depuy asr 46mm head, depuy +2 sleeve.